Event description:
The surgeon performed two partial knee arthroplasty cases using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. The surgeon stated that the limb alignment reported by rio (varus in pose capture) did not visually correlate to actual pt limb alignment. One case displayed a pre-corrected 14 degree varus limb alignment, and the second case displayed a pre-corrected 8 degree varus limb alignment.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) system. For these cases, inaccurate tibial registration points are the cause of the observed discrepancy. The varus and valgus values are provided to the surgeon for reference purposes, and the final assessment of the joint dynamics is to be made based on the surgeon's judgment. The rio system functioned as intended.